Event description:
Reporter alleged discrepant values between the blood glucose monitoring device results and a valid lab comparison. Reporter stated device result was 581 mg/dl and lab result was 127 mg/dl eight minutes later. Reporter indicated no treatment was administered based on the meter result. Reporter stated controls were used and found to be within an acceptable range. A request was made for the return of the suspect device, however replacement was declined.